Manufacturer narrative:
Vascade mvp® venous vascular closure system (vvcs) instruction for use model 800-612c 6-12f (venous) states that venous occlusion is a complication may occur and may be related to the procedure or the vascular closure. The device was not returned to haemonetics for a physical examination. The cause of the reported event cannot be determined.

Event description:
The patient underwent catheter ablation for atrial fibrillation (af), during which three vascade mvp vascular closure devices were used via 8 fr short sheath and multiple 8.5 fr sheaths. Hemostasis with the first vascade device was performed after exchanging the sheath for an 8 fr short sheath and was completed without complication. For the second device, the sheath was again exchanged for a short sheath and the vascade was inserted. After deployment of the disk, the short sheath was removed and the black sleeve was retracted. After approximately one minute, the green tube was not visible when advancement was attempted. The disk was therefore closed and the device was removed. No collagen was observed on the device, raising concern for possible intravascular deployment of the collagen. At that time, there was minimal bleeding from the puncture site, and gentle manual pressure was applied. Subsequently, the third sheath was exchanged for a short sheath and another vascade device was inserted. After disk deployment, resistance was felt as if the device had caught within the vein during retraction with the sheath. Mild traction allowed repositioning to an appropriate location, after which collagen was deployed successfully, achieving hemostasis. No bleeding was observed at the second puncture site following this intervention.